Manufacturer narrative:
The reason for the revision reported cannot be determined from the available information but may have been reported at this later time due to inclusion of one of the implanted devices in the packaging recall. Based on length of implantation, the reason for revision appears unlikely to be related to prosthesis wear, and more likely related to the reported instability and range of motion issues. However, the reported prosthesis wear/failure, instability, and range of motion could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as no images or radiographs were provided, relevant clinical information was not provided, and the devices were not available for evaluation.

Manufacturer narrative:
The product associated with the reported event is within the scope of recall however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 12 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear pain, grinding, popping, buckling, stiffness, synovitis, instability, loss of mobility and loss of range of motion. No further issues or complications were reported. No additional information is available.